Event description:
More pain then ever with the knee replacements [arthralgia]. Total knee replacement in both knees [knee arthroplasty]. Case description: spontaneous report received on 05-jul-2010 from a male patient, (B)(6), with a relevant medical history of knee pain. The patient stated that synvisc was administered on an unknown date. The patient had total knee replacement in both knees, one knee in 2005 and the other knee in 2008. He stated that he had more pain than ever with the knee replacements, and had never experienced pain "now like it is". At the time of this report, it was unknown if the patient recovered from the events. The synvisc lot number was not provided. No further information provided. Manufacturer's comment: no further details were received. Further information has been requested.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.